Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. Case manager of the adult living facility is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 41 and 54mg/dl. The expected fasting blood glucose test result range is 75-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the nurse storage cabinet. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/25/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).